Manufacturer narrative:
As the infection was determined to be at the ipg site, the extension does not meet reportability criteria.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2019-13758. Further information identified the site of the infection was at the ipg site.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Device 2 of 2 related manufacturer reference number: 1627487-2019-13758.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2019-13758. Follow up information identified the location of the infection was at the right chest.

Manufacturer narrative:
The methods, results and conclusions will be included in the final report.

Event description:
Related manufacturer reference number 1627487-2019-13758. It was reported that the patient experienced an infection. Surgical intervention took place to explant the patient's ipg and extension. Surgery addressed the issue.